Event description:
Complaint was discovered from apifix's complaint system, (apifix complaint number: (B)(4)) on (B)(6) 2023 apifix was notified that patient #(B)(4) has a fracture of the 2nd thoracic pedicle screw with increased angulation through implant elbow. Patientnotes increased pain over left main thoracic region. The treatment plan is to proceed with implant removal in spring 2024; patient/family will return to clinic in 4 months.